Manufacturer narrative:
Info was received from maude event report (B)(4). Eval summary: the condition of the implanted device is unk. No pt demographics, surgical notes, or x-rays were provided. It is unk if the devices were implanted with the appropriate fit and orientation per the surgical techniques. It is also unk if the pt followed the proper rehabilitation protocols. Based on the info provided, it is not possible to determine a cause for this issue. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is experiencing severe pain.